Event description:
Customer states getting high readings for the past 5 days, all readings were over 300mg/dl. The customer received a result of 511mg/dl and wasn't feeling well but did not take insulin. The customer was taken to the hospital and they tested their blood glucose and received results of 52 and 53mg/dl. A lab was drawn and the result was 50mg/dl. The customer was given juice and an IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.